Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a patient receiving intrathecal medication via an implanted pump system. Information reasonably suggested the pump contained dilaudid on (B)(6) 2015, though it was not confirmed if the pump contained dilaudid before that time. The patient stated they had problems with the pump not working. Additional information was received on (B)(4) 2016 indicating that on (B)(6) 2014 the pump was revised because the leads were wrapped around it before their surgery.